Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted two partial sutures and fifteen needles. There were five needles in each retainer. The retainers were inspected with no abnormalities. Two of the fifteen needles were observed to be attached to a partial suture. It appeared that the suture was broken under tension. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, two types of sutures had issues. The first suture thread broke upon unpacking and the thread appeared gray and broke upon touching. A new package from the same lot was opened but had the same issue. A new suture was used to complete the procedure. The second suture thread bifurcated during the third stitching. A new suture was used to complete the procedure. No patient injury noted.